Event description:
After inserting the device to close the femoral sheath, it was noticed the device moved in a portion that it is not supposed to move. The device was removed for inspection, and noted the device was indeed broken. The device was replaced with another device and proceeded with no issues at all. The defective device was checked prior to using it, and no defect was noticed.